Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive was selected for use. At the end of the procedure, it was noted that the device aspirated air. The physician completed the procedure with the same device. No patient complications were reported. The device has been received at boston scientific post market laboratory where its waiting for analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive was selected for use. At the end of the procedure, it was noted that the device aspirated air. The physician completed the procedure with the same device. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design' to the referenced event, as the investigation found a tear in the external valve at the center slit on the inner face, which would have compromised the valve's ability to maintain a proper seal during procedural use.